Event description:
Laser probe used for photocoagulation during ophthalmic surgery. Upon completion of the laser portion of the surgery, the probe was being removed from the eye when the surgeon met resistance and the fiber and protective sheath broke off. Surgery time was extended to retrieve piece that broke off.

Manufacturer narrative:
Evaluation concluded that device breaking was an isolated incidence. Fiber most likely had a slight imperfection that increased with use and allowed laser to burn through protective sheath. Surgeon meeting resistance when removing probe caused weakened fiber and sheath to break.